Manufacturer narrative:
The reported events were operation issue, and failure to retract helix. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted with full helix extension length measured within product specification. Electrical testing found no conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was unable to be fixed at the left ventricular wall and consequently was unable to retract it's helix due to a helix mechanism issue. The physician chose another lv lead which had exhibited a similar problem despite multiple attempts. Both the lv leads was removed and replaced successfully on (B)(6) 2024. The patient was in stable condition.